Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for failed back surgery syndrome. The patient reported that sometimes their stimulation fades and then seems to ¿connect.¿ the patient stated that when it comes back on, they feel a burst of electricity, or jolting, that makes their hair stand up. They added that this has occurred for the last 7-8 months. They mentioned that they would like to meet with a manufacturing representative (rep) to have their implant checked. The patient was redirected to follow up with their healthcare provider.